Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Additional information has been received. The received information has been provided in sections pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump history download using thds was successful. However, there is no data available on ( 29-jun-2021), unable to perform data analysis for no excessive no delivery alarm complaint. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump passed require testing. No excessive no delivery/occlusion alarm. Not confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.